Event description:
It was reported that during npwt utilizing a renasys touch, the message of 808b displayed on the screen. There was no patient harm, the treatment was continued with a back-up device and there was a 30 hour delay in the case. The device will be returned to jp local service for evaluation. The results will be after its completion. We are checking the correct information.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was a 30 minutes delay, not 30 hours, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.